Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction code could not be verified; however, a different malfunction code was identified.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin delivery.